Manufacturer narrative:
Findings: pump had blank display due to broken solder joint of b1 on ib. Unable to perform idle current test, run current test, self test, off no power test, a21 error test, basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test, displacement test or verify low battery alarm due to blank display. Pump received with minor scratched display window. Drive support was inspected and no anomaly was noted.

Event description:
The customer reported via phone call that the insulin pump's display was blank after receiving a new battery cap. Blood glucose level at the time of the incident was 378 mg/dl. During troubleshooting, the customer was able to get the display to return; but requested that the device be replaced. The customer was advised that the insulin pump would be replaced and agreed to return the device for analysis.